Event description:
It was reported that a system error 2240 alarm (air in line/set) occurred on the homechoice device during a drain phase of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was noted that the patient had connected the extension line to the patient line after priming. The power was cycled to clear the alarm and proper procedures were reviewed. The patient was to start therapy over using new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by the patient connecting the extension set to the patient line after the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to connect the patient line extension set to the patient line prior to priming. The guide provides step-by-step instructions for properly priming the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.